Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 3.0mm x 12mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 12mm x 3.00mm promus premier drug-eluting stent was advanced. However, it was noted that the stent strut was lifted after many attempts. The procedure was completed with another of the same device. No patent complications were reported. Promus premier ous mr 3.00 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the first proximal row with stent struts lifted. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage at the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.